Event description:
During preventive maintenance it was reported the cardiosave intraaortic balloon pump (iabp) unit was not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: (B)(6). During preventive maintenance it was reported the cardiosave intraaortic balloon pump (iabp) unit was not charging. There was no patient involvement and no patient harm reported. Fse states that he noticed batteries no charging on unit. Verified unit not detecting a/c power supply. Replaced bulk power supply board and monitor board, tested. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. The nrc installed the pcb,power supply monitor into the cardiosave test fixture and tested the power supply to factory specifications per the cardiosave service manual. The nrc verified the failure of the batteries not charging. The reason for the batteries not charging is, there was no 15 volt output from the supply. The power supply failed testing. The monitor board passed testing when it was tested alone with a known good power supply. Sending the boards to the supplier per procedure number . The new supplier (B)(4), will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number.

Event description:
N/a.